Event description:
A customer contacted beckman coulter, inc. (Bec) concerning a higher than expected thyroid stimulating hormone (tsh) result, above the normal reference range, generated by unicel dxi 800 access immunoassay system for one patient. The result did not fit the patient's clinical picture and was not reported out of the laboratory. Subsequent testing on an alternate methodology produced a lower, discordant result. It is unknown if there was any effect to patient treatment.

Manufacturer narrative:
Sample collection and centrifugation data was not provided. Qc had been performing within the customer's established ranges. The specific qc data and system information was not provided. The sample was sent to bec customer product line support (cpls) for additional investigational testing. Cpls confirmed the customer's results. Cpls performed dilution test. The test results were not linear and demonstrated interference. Cpls performed heterophile testing. One of the heterophile blockers used in the test significantly lowered the signal and demonstrated the presence of interfering substances in the patient sample. Root cause for the erroneous result was a patient source heterophile-like interferent.